Manufacturer narrative:
During the inspection, discrepancies in labeling and battery markings were noted. Upon further investigation, it was confirmed that the battery did not meet the standards of the original manufacturer's specifications. The counterfeit battery was found to be incompatible with the AED system, causing potential concerns regarding device performance and patient safety. The counterfeit battery was distributed by an unauthorized third-party vendor.

Event description:
A customer reported a battery pack data warning upon installing a new battery. During troubleshooting it was identified that the battery installed in the AED device was counterfeit. While the battery was labeled with defibtech's branding, it was not manufactured or distributed by defibtech.